Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, myocardial infarction (mi) and thrombosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. The patient was hospitalized and was treated with percutaneous coronary intervention (additional therapy/ non-surgical treatment). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that when the xience v was first advanced onto the guide wire, the stent was found to be slightly off the markers. The physician touched the stent to check it and the stent moved more on the balloon. The stent was not expanded. The stent never entered the patient. No additional information was reported.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. The stent delivery system (sds) was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty to deploy. Based on the reported information, the thrombosis likely resulted from the stent strut found to not be properly apposed to the vessel wall. Thus, the reported angina, dyspnea, EKG/ECG changes, elevated cardiac enzymes, myocardial infarction (mi) and diaphoretic were likely secondary effects of the thrombosis which required hospitalization and was treated with the percutaneous coronary intervention (pci) (additional therapy/ non-surgical treatment). It is possible that the anatomical condition contributed to the reported difficulty to deploy (stent not being apposed to the vessel wall). A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. All sds are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment.

Event description:
It was reported via a trial that 14 days post index procedure the patient experienced chest pain radiating to the neck and shoulder accompanied by dyspnea and diaphoresis. The index target lesion was in the mid left anterior descending artery (lad) with 90% stenosis, a length of 14 mm, and reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.0 x 18 mm promus study stent with 0% residual stenosis. Additionally, a non-target lesion located in the proximal left circumflex was treated with placement of a 2.75 x 18 mm drug eluting stent during the index procedure. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2009, the patient was admitted for a complaint of cardiac chest pain, radiating to her neck and shoulder and accompanied by dyspnea and diaphoresis. Initial electrocardiogram results revealed new onset st elevation. The patient underwent repeat cardiac catheterization on (B)(6) 2009 for in-stent thrombosis. Intravascular ultrasound (ivus) revealed the promus stent in the lad to be well rounded, with only one stent strut found to be malposed proximally. Balloon dilatation was performed on the stented segment located in the proximal lad and post dilatation ivus revealed good stent expansion and no further malposition. The event resolved without residual effects on (B)(6) 2009. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. There was no reported patient sequela. There was no additional information provided.